Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer thought the tubing may have become kinked and was a possible cause of the occlusion. The customer's blood glucose (bg) level was 290 mg/dl and a correction bolus was delivered to address the bg level. During a bolus delivery, the customer received a cartridge alarm 1 and upon reloading the cartridge, a minimum fill alert occurred. The customer believed that there was more than 50 units in the cartridge. The customer did not recall seeing any damage to the cartridge; however, it could have been cracked. A new cartridge was successfully loaded and insulin delivery was resumed. Tandem technical support reviewed the pump data and the initial load amount did not match the amount the customer reported. The data was discussed with the customer. The customer believes the issue was due to a cracked cartridge.